Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical australia; the customer's report was observed and it was determined that the esd board and the dock connector board were the cause of the report. Both boards were returned to zoll, united states and scrapped, the device was recertified, and returned to the customer. Analysis of reports of this type has not identified an increase in trend.